Event description:
It was reported that during a follow-up one day post implant, egm printouts and markers showed events register- ing at the same time on both the atrial and ventricular channels. Atrial pacing resulted in an immediate sensed event on the ventricular channel. When a surface egm was connected, it was evident that there was no atrial capture and both leads were capturing the ventricle.